Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported an open blistered rash under the front therapy electrodes. He reported that he was using an antibiotic ointment on the area and that his home health nurse suggested the use of gauze over the opened area. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction.